Event description:
It was reported to philips that system failed to boot due to defective dcps in r and m cabinets on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective dcps in the r cabinet and scheduled replacement for the m cabinet. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).